Event description:
IV technicians started to make tpn on automix compounder and realized that on obstruction in the red lead (lot #402ld5110). Tpn amino acids would not go through. Changed to different tubing and then it worked fine. No problems noted. They had to waste tubing package.